Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger correction: pli 30 should of been system reported and not have the report from the external device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported issues with charging their implant. Patient stated that the new controller had not resolved the problem and that they experienced more errors. Patient described that at times the device displayed messages such as "unable to locate device" and "system problem rm03." They explained that they had to remove the battery, blow air on the port, and wipe the pins in order to continue use. Patient also reported that the recharger feels warm while charging the implant. Agent had the patient to reset the controller. Patient did not have ac power cord or recharger available for troubleshooting. Patient believed issue was with battery pack or controller. Agent reviewed rm03 error message with patient; patient requested replacement of all devices; agent advised patient that serial numbers and troubleshooting were required to verify which equipment needed replacement. Patient abruptly disconnected the call. Pt called back and reiterated details of case. Pt mentioned they had the controller replaced in the past and "that did not seem to help." Pt said they still got rm03. Pt mentioned they had the controller charged at 40% and tried to charge ins, but when they tried to charge the ins, they could not get the ins to charge and the controller ran out of charge before they could get the ins charged. Pt was frustrated on the call and said they were "going to die" without the stimulator. Agent asked the pt to plug the controller into the ac power supply without li battery pack installed, but pt said they did not have the recharger or ac power supply with them. Agent requested the pt call back for further troubleshooting once they have all equipment with them. Pt said the li battery pack was the issue because they tried "on two different stimulators." Pt got frustrated and disconnected call. Additional information was recieved from the patient. Patient called back and stated that their paddle was overheating. Agent reviewed the information and sent a request to repair to replace the recharger.